Event description:
It was reported that the nurse getting low air leak and low flow alert in an arctic sun device. Patient has been on therapy for a while cooling to targeted temperature (tt) was 37c, patient temperature (pt) was 37.2c, water flow rate (wfr) was 0.6 l/m. 4 pads connected. Nurse noted that pads placed yesterday and gel at right chest area was loose. Walked through stop therapy, disconnected and reconnected. Water flow rate (wfr) was back and forth between 1.8- 2.2 l/m and alerting low air leak. System diagnostics with pads showed that the outlet monitor temperature (t1) was 19.8c, outlet control temperature (t2) was 19.7c, inlet temperature (t3) was 19.3c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 2.2 l/m, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 9, water reservoir level (wrl) was 5, system hours were 7637.3 and pump hours were 7191.4. Disconnected pads and placed device in manual control at 15c. After a few minutes in manual control with no pads system diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 7c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 0. Disabled manual control and advised to swap out to new set of pads. Nurse would leave these set aside for follow up from representative and investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting low air leak and low flow alert in an arctic sun device. Patient has been on therapy for a while cooling to targeted temperature (tt) was 37c, patient temperature (pt) was 37.2c, water flow rate (wfr) was 0.6 l/m. 4 pads connected. Nurse noted that pads placed yesterday and gel at right chest area was loose. Walked through stop therapy, disconnected and reconnected. Water flow rate (wfr) was back and forth between 1.8- 2.2 l/m and alerting low air leak. System diagnostics with pads showed that the outlet monitor temperature (t1) was 19.8c, outlet control temperature (t2) was 19.7c, inlet temperature (t3) was 19.3c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 2.2 l/m, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 9, water reservoir level (wrl) was 5, system hours were 7637.3 and pump hours were 7191.4. Disconnected pads and placed device in manual control at 15c. After a few minutes in manual control with no pads system diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 7c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, mixing pump command (mpc) was 0, heater was 0. Disabled manual control and advised to swap out to new set of pads. Nurse would leave these set aside for follow up from representative and investigation.